Manufacturer narrative:
Investigation is ongoing. Final follow-up will be filed when completed.

Event description:
A patient with a history of CABG and mvr (2012), on long-term acitrom (3 mg/day), hypertension, and dyslipidemia, was admitted on (B)(6) 2025, with a left-sided hyperacute small thalamic infarct. After treatment and discharge, he returned for follow-up on (B)(6) 2025. He has done pt and aptt test on 6th of april 2025, and he got the inr of 6.2. Inr values varied significantly across different testing sites: 6.2 (initial), 3.47, and 4.59, raising concerns about reliability and anticoagulation control.

Manufacturer narrative:
Screenshots and reports from the acl elite pro were provided for the investigation, as well as the certificate of analysis (coa) for hemosil recombiplastin 2g (8ml) lot n1137324. The coa confirmed that the reagent met all specifications for product release. A review of the submitted daily qc report showed quality controls were tested for hemosil recombiplastin 2g on (B)(6) 2025 and recovered within the acceptance ranges prior to running the sample in question. The screenshot confirmed the reported results which generated no errors or warnings. Unable to determine the cause of the discrepant result. There was no known patient impact. Based on the investigation, there was no problem found with the reagent; therefore no remedial action is required.